Event description:
Unable to obtain information from hospital, however, received call from patient's husband: port implanted. Never able to access. Port was discovered to be broken (per patient husband, port itself was broke in half). One half was lodged near stomach area. Surgery was required to remove the port from stomach area.

Manufacturer narrative:
The complaint, "the port broke in half", was not confirmed. However, the distal end of the silicone catheter segment revealed irregular tearing and slight luminal narrowing. These damages appear consistent with catheter shear caused by "pinch-off syndrome", which caused the segment of the catheter to migrate.